Event description:
It was reported that the patient's left ventricular (lv) lead was dislodged. The lead was repositioned and remained in use. About e ighteen months later, the lv lead fractured. The lv lead was repaired and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.evaluation summary: the lead was not returned for evaluation. We did receive performance data collected from the device and have analyzed the data. Patient alerts for left ventricular (lv) lead impedance greater than 2500 ohms on (B)(6) 2005. The weekly pacing lead trend data shows an abrupt increase from minimum and maximum lv pacing of 488 to 16382 ohms peak between (B)(6) 2005.this event occurred outside the us where the same model is distributed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.